Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190108-2). Return and retained strips (lot#: d190108-2) were re-tested by using return meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a95, exp. By dec. 2020; level high: batch# 8ah3a15, exp. By dec., 2020), respectively, and results as below met the acceptance criteria (level low: 30~80; level high: 200~310). Return meter w/ return strips: 74 (level low) and 251 (level high). Return meter w/ retained strips: 68/70 (level low) and 265/266 (level high). Retained meter w/ retained strips: 67/69 (level low) and 255/265 (level high). Only 2 pieces of strip were returned to okb, so 2 measurements were merely obtained by using return strips for the investigation. Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (1.1 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 6:30 am at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 84 mg/dl. Caller stated. That they tested her blood glucose again and received a result of 87 mg/dl. A normal result for the end-user for that time of day is usually around 160-200 mg/dl. Caller said the end-user was disoriented and had slurred speech and was unable to grip with her hands. Caller stated that she called paramedics about 2-3 minutes after testing with the prodigy meter. No food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived in about 20 minutes and tested the end-user with their meter and received a result of 34 mg/dl. The paramedics did not test the end-user with his prodigy meter. The end-user was not transported to the hospital by the paramedics. Paramedics gave the end-user glucose and then advised her to follow up with her primary doctor. The caller did not know what medications the end-user takes only that she takes 60 units of lantus in the morning and 50 units in the evening.